Event description:
The complainant alleged that during in-service training by a zoll sales rep the device displayed a "pacer fault 115" message. The complainant indicated there was no pt involvement with this reported malfunction.